Event description:
It was reported that the patient who was using this pump called to complain about the noisy pump. Hcp went to the home, swapped the noisy pump with another. The patient was not harmed, endangered in any way, nor suffer a lapse in therapy due to the issue with the pump in question. During functional evaluation it was found that the device failed pressure test with no suction.